Event description:
During the procedure, a blood leak occurred. Following insertion into the right atria, the stopcock cracked and a blood leak was noted while flushing the sheath. The extension port was clamped and the sheath was replaced to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. Visual inspection revealed the perpendicular luer and surrounding portion of the three-way stopcock had fractured and detached. As a result, the stopcock¿s turn handle was able to be removed from the stopcock. A leak was noted in this location during functional testing due to the aforementioned damage.